Event description:
Patient's mother contacted dexcom sales representative on (B)(6) 2015 to report that the patient passed away on (B)(6) 2015. The patient's mother came home, heard the patient's receiver alerting to a low blood glucose (bg) level and called the paramedics. The patient was sleeping when their bg level dropped to under 55 mg/dl. The patient never woke up. The paramedics arrived and informed the patient's mother that the patient had passed away about an hour and a half before she arrived home. It was further reported that the patient had bronchitis at the time of the event and was taking zithromax z-pak and using a breo ellipta inhaler; however, these had only been in use for two days before the patient passed away. The official cause of death was determined to be complications of diabetes. No additional event information is available.

Manufacturer narrative:
(B)(4). There was no reported device malfunction; however, the receiver was returned for evaluation. The device was visually inspected and determined to be in good condition. However, the usb door was observed to be broken. Global receiver functional testing was performed and no failure was detected. The receiver data log was reviewed and no errors were found. The device was determined to be operating within the required specification. Additionally, the transmitter ((B)(4)) that was being used with receiver was also returned for evaluation on 03/19/2015. The transmitter passed exterior visual inspection. Global transmitter functional testing was performed and resulted in no failures. No faults were detected. The device was determined to be operating within the required specification. It should be noted that diabetes mellitus is a known cause of death.